Event description:
Complaint received from (B)(6). Noted during (B)(6) incoming inspection in (B)(6). This driver ¿ 2797-12-400 came back in expcare kit ¿ ex5b # 113 with a broken tip. It shipped to sales rep (B)(4) and (B)(6) on lk # 2920142 on 5/29/2015. Kit was audited upon return on 6/4/2015. The driver is well within the maint date of 04/2017 etched on the part. There was no mention of an issue/complaint from rep that I am aware of.

Manufacturer narrative:
One (1) expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot no: mi37148] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the driver has confirmed that a fracture was located at the distal tip. The second half of the tip was not provided. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the driver breakage cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.